Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the hospital with cardiac arrest. Cardiopulmonary resuscitation (CPR), external defibrillation, and ECMO (extracorporeal membrane oxygenation) were performed for the patient's ventricular fibrillation (vf) and pulseless electrical activity (pea). It was noted that the implantable cardioverter defibrillator (ICD) had reached normal elective replacement indicator (eri) status and was unable to be interrogated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue with the battery. Hybrid analysis revealed that the device was fully functional and operated under normal current drain when powered with an external supply. The device passed all manual therapy delivery testing. There was no evidence of a high current drain condition, and no hybrid anomalies were observed. Battery analysis revealed that no lithium plating was seen near the cathode tab and inside the feedthrough. Upon completion of destructive analysis of the battery at mecc, no lithium deposits were observed inside the battery such as near cathode tab and in the feedthrough. Preferential lithium usage was observed in segments along the edges of the anode; there was partial severing observed in anode segment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.